Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her blood glucose level was going up when she saw the tubing of her infusion set was detached from the site portion. It was not attached to the hard plastic on quick release. Reportedly, she was not doing anything for the issue to occur. Her blood glucose level was in upper 300 mg/dl. The site location was reported as left abdomen and the pump was worn on the left side of her waistline. The infusions had been in use for nearly 3 days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. As corrective treatment, she gave herself a manual injection. She had faced the issue with infusion set for the first time. No further information available.